Event description:
A healthcare professional reported a system produced incorrect values and readings.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. An company representative (ar) performed an on-site assessment and was unable to confirm or replicate the reported event. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record (sr) (B)(4) opened (B)(6) 2022. Based on the results of this investigation, the reported event cannot be confirmed. Per the sr, the company representative found the system to meet specifications per stp. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).